Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking mechanism was damaged. It was further determined that the lock spring was out of place. Therefore, the reported condition was confirmed. It was determined that this was most likely due to an operator error at the customer site. The customer may have run the unit without an attachment and cutter locked in place, or may be using an incorrect method of cutter insertion. The assignable root cause was determined to be due failure to follow the directions for use, which is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the motor device was turned on, it was observed that the console device displayed a c-o error message. It was further reported that the motor device would not work at all but was heating up. It was not reported if the event occurred during a surgical procedure. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to further investigation, the investigation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking mechanism was damaged. It was further determined that the lock spring was out of place. Therefore, the reported condition was confirmed. The device was open and it was observed that the motors were the root cause of the failure due to improper assembly by the supplier. A supplier corrective action report was initiated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.